Event description:
Treatment of a large aneurysm located in the paraophthalmic segment of the ica (internal carotid artery). It was reported the patient underwent pipeline embolization treatment on an unspecified date. During the procedure, the physician experienced difficulty in accessing the ica distal to the aneurysm, but was able to place the pipeline successfully. The morning after the procedure, the patient had a pru (p2y12 reaction unit) of 240. The patient was given 300mg of plavix in addition to her normal daily dose of 75mg. Five days after the procedure, the patient presented with an ipsilateral intraparenchymal hemorrhage. On the morning of the hemorrhage, the patient was found to have a pru of 3. The patient was reported to be improving and expected to recover. No further information is available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).